Event description:
Pt undergoing hemodialysis in the renal unit. Rn noted foam in venous blood line. Air detector did not alarm, venous line clamped, air removed from line and reconnected to the pt. Pt c/o sob and increased resp rate. O2 applied, stat cxr, normal. Symptoms resolved in 15 mins, dialysis completed.